Event description:
Information was received that the patient experienced problems with blockage of the 3ml syringes that attach to the pump. Dose or amount: 45 ng/kg/min. Frequency: continuous. Route: sub q. Reason for use: pah. No adverse effects.